Event description:
The customer contact reported a delay in critical therapy. The pt was receiving an unspecified concentration of tridil as a secondary delivery. It was reported that 6 to 7 minutes after the delivery was started, leaking of the solution was noted from the convertible pin, the proximal port, and distal port of the tubing set. The leaks caused an "interruption and a delay in the patient's treatment because the line had to be reinstalled." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional patient informaton was provided.

Manufacturer narrative:
The customer indicated the device was discarded.